Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 48 mg/dl with severe dizziness associated with a time and date reset issue. Reportedly, the patient remained on the insulin pump and required assistance from 3rd party. It was reported that the time remained correct, but the date did not when the battery was removed from the pump for less than 24 hours. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.